Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the longevity calculation equals 90%. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient developed sepsis. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588, lead, (B)(6) 2010; 5076-58, lead, (B)(6) 2007; 5076-52, lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.